Manufacturer narrative:
(B)(4). The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: the patient medical records were provided by the facility on june 27, 2016. A clinical investigation was performed to identify a causal relationship between the hemodialysis treatment and the adverse event. The patient medical records have been reviewed by post market surveillance clinical staff. It was noted that the patient had a hemodialysis treatment on (B)(6) 2016 with no documented adverse event. On (B)(6) 2016, the patient experienced an unresponsive episode. Physician notes from (B)(6) 2016 state the episode of unresponsiveness was felt to be related to hypotension. However, the medical records show the patient¿s blood pressure was 147/63 about one minute prior to the patient becoming unresponsive. However, the patient did require a blood transfusion following this event. There are no hemodialysis treatment records for the period between (B)(6) 2016. Medical records do not contain a recent history and physical, all hemodialysis treatment records between (B)(6) 2016, hospital lab/diagnostic tests, cardiac markers or hospital progress notes for review. The patient was diagnosed with syncope on (B)(6) 2016 and not cardiac arrest. The patient¿s discharge diagnosis on (B)(6) 2016 stated cardiac arrest/syncope. There is no documentation in the medical record that indicates there was any causal relationship between the venofer and the syncopal reactions. There is no documentation in the medical record that indicates there was any causal relationship between the calcium acetate and the syncopal reaction. The patient had hemodialysis treatment records at the clinic on (B)(6) 2016 without any documented adverse event or cardiac arrest or syncope. Due to the lack of the aforementioned medical records, no conclusion can be made that a cardiac arrest actually occurred. Due to the lack of the aforementioned medical records, no conclusion can be made that the patient has an allergy to the optiflux dialyzer. Due to the lack of the aforementioned medical records, no conclusion can be made that the optiflux dialyzer was causally related to the syncopal episodes. The patient has comorbidities such as coronary artery disease, congestive heart failure and anemia that may have contributed to the syncope events. It is worth pointing out that the patient required a blood transfusion during the (B)(6) 2016 hospitalization and the patient¿s hemoglobin/hematocrit during the (B)(6) 2016 hospitalization was low and could contribute to syncope.

Event description:
A user facility reported a patient experienced cardiac arrest on (B)(6) 2016 approximately one hour after initiation of their hemodialysis (hd) treatment. A second report of patient cardiac arrest was reported on (B)(6) 2016 approximately two hours after the hd treatment was initiated. The third and final report of this patient experiencing a cardiac arrest event occurred on (B)(6) 2016 approximately one hour and thirty minutes after initiation of the hd treatment. On (B)(6) 2016, the patient was switched to another manufacturer¿s dialyzer and no further cardiac arrest events were experienced by the patient. The complaint device is not available to be returned to the manufacturer for evaluation as it was discarded by the user facility. Patient is a (B)(6) male who presented at the hemodialysis clinic on (B)(6) 2016. Patient¿s hemodialysis treatment started at 11:42 am without problems or complaints. At 12:45 pm, the patient¿s blood pressure was 147/63. At approximately 12:46 pm, the patient became unresponsive. The patient was administered 200cc normal saline with no positive effect. Patient was unable to take a breath for about 30 seconds and no pulse could be felt. Cardiopulmonary resuscitation (CPR) was initiated on the patient. AED was applied and oxygen was administered via ambubag. An automated external defibrillator (AED) advised no shock. After 2 rounds of CPR, the patient began breathing and a pulse was palpable. The patient¿s blood pressure was 219/105 and pulse 95. The patient was alert when the ambulance arrived at 1:02 pm. The patient was transferred to the hospital. The patient was admitted into the hospital. In the hospital, the patient was noted to have an unexpected drop in hemoglobin and hematocrit and on (B)(6) 2016 the patient received 2 units of blood. The patient was discharged (B)(6) 2016. The patient¿s primary discharge diagnosis was unresponsive episode and secondary diagnoses were anemia and end-stage renal disease on hemodialysis. Hemodialysis orders for the (B)(6) 2016 treatment: 160nre optiflux; dialysate composition: 2.0k, 2.50ca, 1.0mg, 100 dextrose; sodium: 138; bicarb setting: 36.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, and the lot number was not provided. Therefore, the failure mode cannot be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. A manufacturing review was performed of the products shipped to the dialysis center for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius dialyzers from the reported catalog number (0500316e) shipped to this account within the selected time frame of approximately three (3) months. A records review was performed on all lots identified. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances identified during the manufacturing process which could be associated with the reported event. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. The identified lots passed pyrogen testing, and the sterilization dosages were within set parameters. The lots passed all release criteria. A review of the batch production records did not reveal a probable cause for the customer complaint. There were no non-conformances identified that relate to the reported event, and all lots met release criteria.